Manufacturer narrative:
The device was returned and evaluated. The investigation found cracks in the housing and a hole in the soft cannula. Corrosion identified on the pcb (printed circuit board) prevented data from being retrieved from the device. Holes in the soft cannula reduce the ability of the product to deliver insulin to the patient. This may have contributed to the patient¿s high bg¿s (blood glucose), however this could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 22.2 mmol/l (400 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. A new pod was applied to treat the hyperglycemia and the patient's bg levels returned to normal.